Event description:
It was reported that a spectrum pump would powers off when touched during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no interruption to power was observed. A review of the event history log revealed a single event of improper shutdown. An improper shutdown message will occur at power up after all power to the pump is lost, however the log can not be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. There were no visual abnormalities that could cause or contribute to the reported problem. The customer did not return the battery module with the pump for testing. The cause of the condition is undetermined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.